Event description:
It was reported that before use of the bd insyte-w¿ IV catheter the needle was through the catheter. The defect was found on four catheters in the same box. The following information was provided by the initial reporter, translated from french to english: I would like to report a defect found on 4 catheters of the same box. Ref 381323 lot (01)00382903813230. When the nurse wanted to prick the patient and lifted the plastic mandrel off the needle to check that it didn't stick the needle (the mandrel) bent and broke. This event occurred on 4 catheters.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Upon visual inspection, it was observed that the needle had pierced the catheter; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, needle through catheter would have occurred either during product application when the product was manipulated or during assembly of the catheter. A project, CAPA#590840, has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte-w¿ IV catheter the needle was through the catheter. The defect was found on four catheters in the same box. The following information was provided by the initial reporter, translated from (B)(6) to english: I would like to report a defect found on 4 catheters of the same box. Ref 381323 lot (01)00382903813230. When the nurse wanted to prick the patient and lifted the plastic mandrel off the needle to check that it didn't stick the needle (the mandrel) bent and broke. This event occurred on 4 catheters.